Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged across its length with struts distorted, bunched, lifted from the stent profile and stretched. The stent moved distally over the markerband. No stent fracture was observed. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent fracture and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, while positioning the device, the stent was noted to be slightly separated. The device was removed and when it was attempted to be re-inserted but the stent was deformed. The procedure was then completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent fracture and stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.50x32mm synergy¿ drug-eluting stent was advanced to treat the lesion. However, while positioning the device, the stent was noted to be slightly separated. The device was removed and when it was attempted to be re-inserted but the stent was deformed. The procedure was then completed with a different device. No patient complications were reported.